Manufacturer narrative:
During a visit to the hospital, belmont's sales representative was informed of a previous incident in which a spike came loose from a 3.0 liter reservoir during a procedure. The date of the incident was unknown. We have requested the reservoir back for investigation, but it has not been returned. An inspection of the retention sample from the associated lot, as well as the preceding and subsequent lots, revealed no anomalies or defects. The manufacturing batch records of the associated lot were also reviewed and nothing notable was observed. Should additional information become available, a supplemental report will be submitted. We will continue to monitor and trend similar reports of this nature.

Event description:
During a visit with the user facility, the belmont sales representative received a complaint involving a 3.0 liter reservoir disposable set, in which one of the spikes came loose from the tubing and caused a blood spillage.